Event description:
During post-operative evaluation of a patient following an uneventful cataract extraction procedure, the physician observed a phototoxic response from the lightsource which resulted in a hole in the retina. The retinal hole closed and the patient's vision recovered to 20/400. The physician does not expect further recovery.

Manufacturer narrative:
Correct the info contained in follow-up #1 to read "the pt's vision post-op is now 20/400 and is not correctable. The milennium manual currently contains the following warning: "care should be taken to avoid concentrating the output of the illumination module on a small area of the retina for unnecessarily prolonged periods of time due to the potential for phototoxicity." The millennium system currently meets all regulations and standards. An additional illumination module is being made available for customers which will enable the choice of the current 435 nm filter module or a 400 nm filter module depending upon their needs. All current customers/owners of millennium systems will be notified of this new module option.